Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a death occurred from multiple attempts at cannulation using a jelco® jelco® i.v. Catheter. The death occurred in a hospital. The issue was reported by two doctors and a hospital staff. This batch of product was "troublesome" and "requires inspection". This batch was packaged differently than usual with a sticker on it indicating that it was imported to (B)(4) and subsequently to (B)(4). The patient "became a nightmare to drip" and eventually "had no sites left to cannulate". Multiple intravenous attempts were made in the last 2 weeks prior to demise. Part of the sepsis issues in this patient may have been the multiple attempts/skin punctures required for cannulation.

Manufacturer narrative:
Two jelco® i.v. Catheters in a closed blister pouch were received for investigation. A review of the device history record was performed and no non-conformances were noted. Functional testing of the returned samples found no defects. The flashback occurred within the time requested by the product specification. The complaint was not confirmed. A possible root cause would be the user attempting cannulation multiple times (as stated by the reporter), instead of just once as stated in the device instructions for use.